Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the overlay tubing of the lead was extrinsically breached due to melting. The overlay tubing of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage. Visual inspection found overlay tubing breached extrinsic/melted.

Event description:
It was reported that the right ventricular (rv) lead had fractured and exhibited sensing integrity counter (sic), noise and non-sustained ventricular tachycardia. The physician noted an insulation defect/fracture. The lead detections were turned off and partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead was further reported to have exhibited high impedance.